Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: december 17, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: product received in a patient sample cup without original packaging; serial number cannot be confirmed. During a visual inspection, the device was inspected under magnification. The lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing a scratch on one lens half. The physical characteristics of the received lens was confirmed to match that of a zcb00 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that this production order was released within diopter specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po), loading issues. The complaint issues reported are not related. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient was having difficulty with depth perception and overall vision, specifically while driving. Thus the iol was explanted in a secondary surgical procedure. Replacement lens information was not provided. Patient prognosis post lens exchange is also unknown. No further information is available.

Manufacturer narrative:
Additional information: section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.